Event description:
Our hospital has 7 philips witt systems in use in 5 cath labs (witt tr5) and 2 operating room suites (witt xper). For several months we have had continuing intermittent problems with the systems in the cath labs (tr5) with no resolution. The witt systems intermittently lock up when using "baseline save" and "baseline show". Philips recently issued a recall for this problem that impacted the witt server and the witt xper system but did not include the tr5. We were told by philips that our tr5 hardware and software was old and that our best option was to pay to upgrade the hardware and software to (B)(6) so that we would be on a more stable platform. We agreed to that resolution and paid philips about $(B)(6) for this. However, it has had no impact on the intermittent lock up issue. Furthermore, philips continues to attempt to repair the problem with these systems with no success. We have been notified that philips is aware that there is a problem with the (B)(6)hardware/software compatibility, but there is no resolution known nor is there any time frame for resolution provided other than possibly roll the system back to a (B)(6) platform. This is not an acceptable solution as it poses a device security risk since (B)(6) is no longer supported by (B)(6). Manufacturer response for hemodynamic monitoring system, philips / witt (per site reporter): they do not have a known fix at this time. This system is due to be obsolete at the end of 2017 and the alternative we were offered is to purchase a new system or roll the (B)(6) hardware upgrade back to a (B)(6) platform. As noted earlier this is not acceptable solution as (B)(6) is a security risk on the network and we were experiencing these same problems prior to upgrading to (B)(6).